Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that  pt thought they needed all of their equipment replaced because the pts controller kind of works when it wants for one second the controller will be at 100% batter then they will get an error of battery needs to be replaced when trying to charge the implant. Pt controller will randomly turn off and on; it will happen mainly when rtm was plugged into the controller but pt can be using the controller without the rtm plugged in and when they go to change settings it will show pt had no charge on the controller battery then turn its self off. Also when the controller was charged it will show battery low then turn it self off and when pt turns the controller back on it will show 80% or 90% battery. Also when recharging the ins the pts rtm charging pad get extremely hot and pt had to lay on it to charge. When recharging the implant it can take 2 or 3 hours; while recharging the implant the controller will say excellent and other times not recharging. Pt had not been able to use device in 1 to 1 week and a half. Pt currently could not turn on the controller or get the controller to charge. Pt mentioned they had to reset the controller a couple times a week. When asked for an event date pt noted they already had replaced the equipment once, pt had issues since they got the device with charging being amazing, but when it came to the belt it did not do much which was why they laid on the device. Pt did not know if it ever worked properly for they know they had issues off and on. Pt would charge their implant twice a day for 4 hours a charge to the implant. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging with a green flashing light. The issue was not resolved. An email was sent to the repair department to replace the rtm and controller. Rtm gets hot and say battery needs replacing and controller will randomly shut off when nothing was plugged into the controller. Pt will get messages that the battery will be low then shut off then display the controller battery actually had 80% or 90% charge - no indication of patient harm ¿ additional information was received from the patient. They called back stating they got the replacement recharger telemetry module (rtm) and controller; when they use the new equipment it was not recharging properly and says to replace the battery even though controller was 100% charged. The controller would say no charge to it as well when they go to charge the implant. Pt could recharge their back and 5 or 10 minutes later it will say charge is low and to charge it (patient services (pss) understood controller). A replacement battery pack was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.